Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the panel flickers. The issue found during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error message e105 occurred and image noise a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e105 (light lamp error) due to light-emitting diode lamp unit malfunction and panel flickers. Image noise was due to when circuit board (up) board was shaken should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.